Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the patient received repeated low battery warnings and the issue persisted with batteries from different packages. The patient stated that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found one low battery warning with no evidence of excessive battery usage. The battery compartment was undamaged. The battery cap was not returned. The pump powered up with the appropriate audible and vibratory functions using a test battery cap. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened to further investigate and no internal issues were found. The investigation was unable to confirm or duplicate the reported power issue. Unrelated to the reported power issue, it was observed that the verify screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.